Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag, that: ¿when connected to the patient on (B)(6) 2026, the breathing circuit with pn 260128 / ln 202171 has an "exhalation obstruction" which prevents the patient from breathing out. The ventilator alarms immediately.¿ patient involvement was reported and medical intervention was needed, however, no further details on the medical intervention performed were provided. Further, no patient, user or third-party harm was reported.